Event description:
The following has been reported: biomed reported the history log was inspected and multiple pump problem alarms were found since (B)(6) 2023. No patient harm was reported. Biomed cleaned and inspected pins. Biomed also verified proper operation. No such reports of active infusions being interrupted were reported. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: pneumatic valve leak failure the device was received back for investigation. The device didn't have an initial log file review since it wasn't able to be pulled. After arriving to the depot for investigation, log files were pulled and had potentially 2 different problems in sensor hardware failure (ambient sensor board) or pneumatic valve leak failure (valve 2). The pump was not able to pass mock infusions and was experiencing intermittent pneumatic failures resulting in a "pump problem" alarm being issued. An investigation was performed to test the overall functionality of the valves. Testing concluded that the pneumatic valve assembly was experiencing pneumatic valve leak failure for valve 2. The entire pneumatic valve assembly will be removed from the pump and further testing will be performed and tracked under an internal CAPA. The pump will have a new pneumatic valve assembly installed and undergo all necessary functional testing. Once the pump has successfully passed all necessary functional testing, it will be reviewed for quality release. To test the ambient sensor board, pump reverted to manufacturing mode to test functionality of the ambient sensor board. Ambient sensor board had failed the functionality test. Ambient sensor board will be replaced during repair. Reporting due to referenced issue. No adverse effects were reported.